Event description:
Pneumatic compression device continued to alarm "check tubes" and would no longer blow up the stockings. Tubes were checked and no problem found. Alarm continued after trouble shooting. Device take out of service. Biomed notified.